Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia with high ketones. The customer¿s blood glucose level was 320 mg/dl. Customer was treated with insulin. Customer stated that high ketones was resolved with resolution of gastroenteritis. Customer also reported insulin pump error. The device will not be returned for analysis.